Event description:
The patient was receiving intrathecal dilaudid. The patient had a history of (B)(6), fibromyalgia, rheumatoid arthritis, asthma, migraines, cva, (B)(6), and osteoporosis.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
A healthcare professional reported via a clinical study that a patient had erythema. On (B)(6) 2014, an examination/palpation found slight erythema at the pump incision site. No other signs or symptoms were noted. The patient was given oral bactrim ds twice daily for 10 days. The event was noted to be related to the implant procedure and unlikely related to the device or therapy. The severity was noted to be mild. The event had resolved without sequelae as of (B)(6) 2014. It was unknown what drug the pump was infusing. The patient's medical history includes non-malignant pain. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.